Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that the patient has headaches while using the device. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to the product investigation laboratory (pil) in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected, found evidence of water on the blower and blower box, presence of contamination in the airpath was confirmed at the product investigation laboratory (pil) during the device evaluation. The device provided airflow during therapy and no errors were logged. Product investigation laboratory (pil) was unable to address the symptoms described. There was no evidence of foam degradation; neither were any foam particles visible.